Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: b5: in earlier report, the following should have been submitted: manufacturer reference report number #: 3006705815-2021-02497. It was reported that the ipg could not be placed in MRI mode and the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on one lead. Surgery occurred to explant and replace the lead to address the issue. It is unknown which lead has high impedance so both leads are being reported. G2 - report source: in earlier report, "consumer" should also have been selected. H6 - health effect - clinical code: 2388 should have been entered instead of 4582. H6 - health effect - impact code: 4610 should also have been entered. H6 - medical device problem code: in earlier report, 1291 should have been entered instead of 2950.

Event description:
Manufacturer reference report number #: 3006705815-2021-02497. It was reported that the patient's leads were explanted and replaced due to the ipg unable to enter MRI mode. This was due to high impedance. Only one lead was explanted and replaced and it is unknown which lead so both leads were reported. Surgery addressed this issue.